Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead. Review of the transmissions revealed junctional escape rhythm during the failure to capture. The physician elected to explant and replace the rv lead. The patient condition was stable.